Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window, reservoir tube and reservoir tube window. The insulin pump was received with minor scratched lcd window. The insulin pump was received with completely broken reservoir tube lip. The insulin pump was received with missing reservoir tube lip o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated a piece of the reservoir compartment fell off. It was also found there were cracks and pieces missing from the reservoir compartment. The customer also reported minor scratches on the insulin pump's screen. Customer's blood glucose was 85 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.